Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a high impedance issue on the electrodes of the implantable neurostimulator 97715 intellis adaptivestim pain. The patient initiated an appointment for changes to the current spinal cord stimulator (scs) programming. During the appointment, an impedance check was conducted, revealing high impedance on the right lead. The specific electrodes affected were electrode 8 (36,260), electrode 9 (35,650), electrode 10 (34,340), electrode 11 (34,140), electrode 12 (33,030), and electrode 14 (36,160). Troubleshooting steps included running an impedance check and reprogramming the device to avoid using the high impedance electrodes. The issue remains ongoing, and no adverse outcomes or injuries were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.